Event description:
It was reported " sudden error during normal use of the pump: possible helium leak 3, abnormal inflation". To continue therapy, the iab pump console was swapped out. The patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer has reported that the patient's current condition is "fine". The reported complaint of "possible helium leak 3" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " sudden error during normal use of the pump: possible helium leak 3, abnormal inflation". To continue therapy, the iab pump console was swapped out. The patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.